Event description:
On (B)(6) 2025 the user¿s caregiver reported repeated ¿unable to proceed¿ alerts during supply changes. Despite multiple restarts, the ilet could not proceed past the rewind stage to fill tubing, and insulin delivery could not be resumed. A replacement ilet was provided, and the caregiver confirmed that backup therapy was available. No hospitalization or long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.